Event description:
Spontaneous call, patient reported that pump sn (B)(4) started to alarm with no code and would not run. Patient had to go to the hospital to continue infusion. She will be released from the hospital once her husband arrives to hospital with her backup pump. Pharmacy couriered pump to (B)(6). Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Event description:
Spontaneous call, patient reported that pump sn (B)(4) started to alarm with no code and would not run. Patient had to go to the hospital to continue infusion. She will be released from the hospital once her husband arrives to hospital with her backup pump. Pharmacy couriered pump to (B)(6). Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6)/caremark by pt/caregiver.